Manufacturer narrative:
The original product was not returned for analysis. However, a photograph of the reported device was received for investigation. Upon evaluation of the received photo, a pin hole sized hole was observed in the tube at the site of the attachment of the pilot balloon. Relevant documents were reviewed and deemed adequate: tracheal manual flow line - bell-out, fit inflation line and leak test, inflation line assembly flowline, and tracheal manual flow line assembly and packaging. An audit of the production floor was conducted. Training records and inflation line assembly operations were reviewed and verified; no discrepancies. The bell-out, fit inflation line operation was audited of 32 units with no discrepancies found. Based on the evidence, the complaint was confirmed. The most probable root cause is manufacturing; application of strong pressure when inserting the bradawl and lack of detection by production personnel who performs the fit inflation line operation.

Event description:
Information was received indicating that a patient was anaesthetized for surgery with reported "easy airway" received a smiths medical portex® endotracheal tube under videolaryngoscopy. Following placement of the smiths medical device, end tidal co2 was checked and confirmed placement. However, an audible leak was noted and persisted even after over inflation of the cuff was performed. The pilot balloon was checked and remained distended. Repeat videolaryngoscopy was performed excluding cuff herniation and a fiberoptic endoscope was used within the tracheal tube confirming correct intra-tracheal placement. The tube's depth was changed; with no resolution of the leak. Subsequently, the tube was changed out with a non-smiths medical device. There were no reported adverse patient effects.

Manufacturer narrative:
One endotracheal tube was received for evaluation. Visual inspection found the device to have a hole in the tube; confirming the reported customer complaint. The most probable cause of the issue has been determined to be either mixed material from set-up on the crop notch operation, or lack of detection by production personnel who performs the crop notch operation. Crop notch operation was reviewed; no discrepancies were found. Additionally, the equipment used for the crop notch operation was reviewed; no discrepancies were found. Line clearance was reviewed to ensure that no material from set up was left in the line; no discrepancies were found. One photograph was returned for evaluation as well. The device was observed to have a hole in the tube.